Event description:
It was reported that the user had been intentionally under-announcing meals and intermittently disconnecting from the ilet system, which was described as maladapting the algorithm and associated with concerns about low blood glucose; per provider recommendation a factory reset was performed, and insulin delivery was successfully resumed with education provided on regular meal spacing and accurate meal announcements. Symptoms included low blood glucose events as described by the user. Outcomes included restoration of insulin delivery after factory reset, continued dexcom g7 sensor use, and real-time blood glucose of 132 mg/dl without impact at the time of the call. Investigation included guided troubleshooting, education on appropriate use, and execution of a factory reset. Investigation of this case revealed user handling and use errors related to meal announcements and disconnections, with no device alarms or malfunctions reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with no device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.